Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that soon after the patient's explant on (B)(6) 2015, the patient had an infection where the implant used to be. The patient had oral antibiotics for about 5.5 weeks until the infections resolved. The patient would be meeting an hcp at the end of (B)(6) to discuss getting another scs device implanted. The patient wanted to know if there was an external device option because they were scared that the same thing might happen again if they had another implant.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.